Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Manufacture previously incorrectly reported 510k number in the previous report, it is now updated in this report. Manufacture previously incorrectly event date 10/09/2021 in the previous report, it is now updated in this report and it is updated as 08/03/2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headache,sinus infections,light headness,throat irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
I previously gave the wrong information of event date in box b, box h as well as in general information , now it is updated and done .